Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the joystick will not turn off.

Manufacturer narrative:
The device was returned and the evaluation documented on the returns expanded evaluation report form is defined as the joystick will not turn on due to liquid ingress corrosion on the remote power phonojack.

Event description:
The dealer states that the joystick will not turn off.